Event description:
(B)(4). Hot flashes that have progressively gotten worse, night sweats, insomnia, worsening panic attacks, pain and pinching sensations in fallopian tubes, increasingly painful and heavy periods, painful cramping during ovulation.

Event description:
#Medwatcher #followup 1 #FDA mw5042617 #(B)(4). As of (B)(6), I have now been given diagnoses of fibromyalgia and an allergy to silver. Also, intercourse has begun to be painful. And I now have constant pains that feel like contractions that you have during the beginning of labor. Menstrual pain has become so bad it's hard to even get out of bed the first day, and has become heavy enough that I can go through a super absorbant tampon every 1-2 hours. Followed by clots ranging from small (less than dime sized) to large (approx. Quarter - half dollar sized)